Event description:
During a routine maintenance of the cusa excel on (B)(6) 2009, it was reported that what smelled like smoke came out from the connector part of the cusa excel, the aspiration became weak, and the vacuum pump was deformed. The vacuum pump was replaced with a new one.

Manufacturer narrative:
Based on the reported information, the complaint specifics could not be confirmed as the product part was not returned for evaluation. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.